Event description:
It was reported by service report that the foot board clamshell housing was cracked and the power connection to bed was loose. It is unknown if there was patient involvement or if there are adverse consequences to report.